Event description:
Boston scientific received information from the patient that the left ventricular (lv) lead had shifted and was reprogrammed during a follow up visit. A few weeks prior to the visit she was experiencing shortness of breath. The local sales representative had confirmed that the lv lead had pulled back and the threshold were slightly elevated. There was no diaphragmatic stimulation and no other patient symptoms. The physician will continue to monitor.

Manufacturer narrative:
There is no additional information at this time. If additional information is received this event will be updated.